Manufacturer narrative:
This medwatch is a duplicate submission of MFR #1045834-2013-28720, and was submitted in error. Please reference MFR #1045834-2013-28720 for the investigation of the complaint.

Event description:
It was reported an attachment device allegedly had an unspecified malfunction. The date of reported event is unknown. It was unknown to the reporter if the suspect device was used in surgery. The reporter was unaware if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention occurred. No additional information was provided. If any more information is reported, a supplemental report will be filled accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.